Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance. Additionally, the lead delivered inappropriate anti-tachycardia pacing (atp) and shock therapy due to oversensing of noisy signals. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.